Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) monitor screen as "shaky, and jumps" making it difficult to see during use on a patient. The customer checked all the connections and the iabp was powered down/restarted. The iabp is pumping fine without any alarms or messages. The customer was advised to switch pumps. When the second pump was turned on before being placed on the patient, it also showed the same problem on the screen. The customer decided to stay with the first pump and stated the problem at this time had resolved itself. There was no harm/injury to the patient and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (method codes), h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) monitor screen as "shaky, and jumps" making it difficult to see during use on a patient. The customer checked all the connections and the iabp was powered down/restarted. The iabp is pumping fine without any alarms or messages. The customer was advised to switch pumps. When the second pump was turned on before being placed on the patient, it also showed the same problem on the screen. The customer decided to stay with the first pump and stated the problem at this time had resolved itself. There was no harm/injury to the patient and no adverse event reported.